Manufacturer narrative:
The serial number of the c 702 analyzer is(B)(6). The field service engineer resolved an issue with the washing station and the instrument returned to normal. A general reagent issue could be excluded since calibration and qc data were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The first patient sample initially resulted in a calcium value of 7.38 mg/dl and it repeated as 9.26 mg/dl. The second patient sample initially resulted in a calcium value of 7.31 mg/dl and it repeated as 9.19 mg/dl.